Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was high. A system check performed by the customer indicated the tubing would be changed. Reportedly, the customer was using apidra insulin.